Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcba adc vent inop failure. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use on a patient and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. Pse advised the biomedical engineer evaluate the data acquisition pcb board to motor controller pcb board cable and data acquisition pcb board to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.